Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR and supporting quality records.

Event description:
Consumer reports tampon fell apart inside and caused pain during removal. Consumer reports pelvic pain.